Manufacturer narrative:
(B)(4). Attempts have been made to gather product ID information and no further info is available. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the pmi group that a patient underwent a right shoulder arthroplasty on an unknown date. Subsequently, the patient is being considered for a pmi product on an unknown day due to bone erosion. Attempts have been made and no further information has been provided.